Event description:
It was reported that with the device it was not fitting/connecting. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.